Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed continuity resistance testing. The sensor failed per specifications.

Event description:
The customer reported that the insulin pump kept alarming sensor error. The insulin pump kept going into threshold suspend when her blood glucose level was not low. Her sensor glucose reading was 50 mg/dl but her blood glucose level was 90 mg/dl. The sensor and blood glucose reading difference was not within an acceptable range. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.